Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, the helix of the intended right ventricular lead failed to extend despite multiple rotations using the clip-on tool and was noted after the lead was placed in the body. The lead had developed a kink in the middle and made it difficult to advance the stylet. The lead was not used and was replaced. The patient was in stable condition.